Manufacturer narrative:
H6 - additional method code: device not accessible for testing (4117). Investigation / evaluation: the complainant, methodist hospital of indiana located in the united states, had an incident from a journal article in annals of vascular surgery journal titled ¿aggressive surveillance is needed to detect endoleaks and junctional separation between device components after zenith fenestrated aortic reconstruction¿ that cook was made aware of on 18feb2020 involving an unknown iliac limb extension device with an unknown rpn from an unknown lot. The patient underwent a fenestrated endovascular aortic repair (fevar) on (B)(6) 2014. The iliac diameter measured 24mm. A proximal main body graft, distal main body graft, and two iliac limb extensions were placed in the procedure. It was reported that the first post-operative computed tomography angiography (cta) showed no evidence of an endoleak. One year later, the patient presented to a hospital with new onset of abdominal pain. The hospital was not the same facility where the index fevar had been completed. A cta showed an enlarging aneurysm sac secondary to a new type 1b endoleak. This was repaired by implanting two cook ¿aortic cuffs¿ (identified to be esbe main body extension grafts) at the distal end of the iliac leg graft. Imaging completed 20 months after the index repair demonstrated increased aneurysm sac sized and a type ii, large lumbar endoleak. The patient was then taken to the operating room for a transcaval embolization. The patient was scheduled for follow-up after this procedure. However, he failed to attend the follow-up appointment. On (B)(6) 2017, 34 months postop, the patient again presented to an outside hospital with abdominal pain. Repeat cta showed complete junctional separation and a type 3a endoleak associated with a ruptured aneurysm. It was reported that the recurrence of the type 1b endoleak caused the bifurcated graft to migrate distally. The patient was immediately taken to surgery. A 28 mm gore aortic cuff was placed across the junction between the proximal fenestrated graft and the distal bifurcated body. The hypogastric artery was embolized. A gore 16 x 100 mm iliac limb was used to fix the type 1b endoleak. The patient was discharged to a subacute rehabilitation facility. He spent 3-months in the rehabilitation facility. This complaint addresses the type 1b endoleak on the iliac leg graft at 12 months. A report with MDR#: 1820334-2020-00575 addresses the type 1b endoleak on the aortic cuff at 34 months. A review of the complaint history, drawing, instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned for evaluation and no imaging was provided for review. However, a document based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the design history file (dhf) found that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be completed as the lot number of the complaint device was not provided. However, zenith devices are one-device lots, giving no indication of non-conforming product in house. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The instructions for use (IFU) state the following instructions related to the reported failure mode: 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and / or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events: 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. 8 patient counseling information: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 11 directions for use: 11.1 zenith spiral-z aaa iliac leg system. 11.1.7 molding balloon insertion. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram: 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up: 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.2 additional surveillance and treatment. Additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive root cause for the endoleak could not be determined. It was concluded that the failure could be traced to patient condition and failure to follow instructions. It is possible that the patient¿s anatomy was outside of the IFU patient selection criteria, or that disease progression affected the distal wall apposition of the iliac leg graft causing the endoleak. Endoleaks are also a known inherent risk of these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient / event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Literature citation: wang, shihuan keisin, et al. ¿aggressive surveillance is needed to detect endoleaks and junctional separation between device components after zenith fenestrated aortic reconstruction.¿ annals of vascular surgery, vol. 57, 24 jan. 2019, pp. 129¿136., doi: 10.1016/j.avsg.2018.09.038. Suspect medical device: exact rpn of complaint device is unknown but it was reported that the iliacs were "sealed via 20mm limb extensions." Concomitant products: cook 36x122 mm zfen proximal body containing bilateral renal artery small fenestrations and an sma scallop cook distal bifurcated graft in a 12x28x76 mm configuration. (B)(4). The patient underwent an additional procedure in which additional devices were placed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a type 1b endoleak was found on a cook zenith 24mm limb extension, which caused sac expansion and required an additional procedure to treat. A (B)(6) old male with an 80mm juxtarenal aaa was treated in december 2014 with a 36x122 mm zfen proximal body containing bilateral renal artery small fenestrations and an sma scallop. The distal bifurcated graft was in a 12x28x76 mm configuration and sealed distally with bilateral 24 mm iliac limb extensions. The first post-operation cta did not demonstrate any endoleaks, with an established junctional overlap of 40 mm. At 12 months post-operation, the patient presented at an outside hospital with new onset abdominal pain. Cta showed an enlarging sac secondary to a new type 1b endoleak. This endoleak was repaired in an additional procedure using 26x39 mm and 28x39 mm cook aortic cuffs. At 20 months post-operation, cta showed increased sac size in the presence of a large lumbar type ii endoleak which had not affected the junctional structure. The patient was taken to the operating room for a successful transcaval embolization. The patient failed to present for follow-up after this procedure. In (B)(6) 2017, 34 months post-operation, the patient again presented to an outside hospital with abdominal pain. Cta showed complete junctional separation and a type 3a endoleak associated with aneurysm rupture. The type ib endoleak recurred on a cook aortic cuff which caused distal migration of the bifurcated graft. The second type 1b endoleak on the cuff is reported in MDR an report with patient identifier: 293266. The separation of the zenith fenestrated grafts are reported in MDR:9680654-2017-00003 and MDR:9680654-2017-00004. Please note that zenith fenestrated aaa endovascular grafts are not sold in the us and there is not a similar device that is sold in the us. The patient was successfully treated for these issues and was eventually discharged to subacute rehab where he recently completed a 3 month rehab stint.